Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6)-2010 it was reported that the patient's humapen memoir digits were not complete. The humapen memoir is associated with product complaint (B)(4)/ lot 0909c01. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(4)-2010. Update (B)(4)-2010: upon review of this case on (B)(4)-2010, the case was opened to add the information that no adverse event was associated with this case. Update (B)(4)-2010: additional information received (B)(4)-2010 via global product complaint database. Added device specific safety summary and device return date. Updated (B)(4) device fields.

Event description:
Lilly case ID: (B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2010 it was reported that the patient's humapen memoir digits were not complete. The humapen memoir is associated with product complaint (B)(4) / lot 0909c01. The user and the user's training status were not provided. The duration of use was not provided. Return status of the pen was not provided. Update (B)(6) 2010: upon review of this case on (B)(6) 2010, the case was opened to add the information that no adverse event was associated with this case.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: the user reported that digits were missing from the humapen memoir display. The user returned the actual complaint device (lot 0909c01, manufactured september 2009) for investigation. A detailed investigation found that liquid ingress resulted in rust, residue and corrosion throughout the pen's assemblies. The liquid that caused the malfunction is unknown. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to 'contact lilly at xxx-xxx-xxxx or your healthcare professional.' Corrective action, liquid ingress: a corrective action has been initiated to (B)(4) - the type of liquid in the pen is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. Complaint suggestive of a reportable malfunction/near incident. Will investigate further.